Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. The manta instructions for use lists potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: infection at the puncture site which may require antibiotics or extended hospitalization.

Event description:
The reporter contacted essential medical on 18-dec-2019 alleging that after an endovascular aneurysm repair (evar) procedure where manta vascular closure device was used for femoral access site closure, the patient was reported to have pain and induration of the right groin at the puncture site. The date of the tavr was (B)(6) 2019, the patient was discharged to home with a clean right groin and incision care instructions. The patient's dressing was removed (B)(6) 2019. The patient was reportedly re-admitted to the hospital three days after the evar, on (B)(6) 2019 for evaluation of right groin pain and induration with a CT scan. The patient received a diagnosis of cellulits and was treated with intravenous (IV) ancef for 48 hours and then discharged on oral antibiotics for 10 days. The patient followed up in clinic on (B)(6) 2019 and was noted to be much improved. The patient's condition was reported as "fine."

Manufacturer narrative:
From the complaint report, it was noted 3 days post deployment of manta for an endovascular aneurysm repair (evar), the patient was readmitted for cellulitis associated to the puncture site. The patient was administered ancef intravenously for 48 hours and discharged with oral antibiotics. The risk of infection at the puncture site which may require antibiotics or extended hospitalization is listed in the IFU as a potential adverse event associated with any large bore intervention, including the use of the manta vascular closure device. Risk documentation was reviewed, and infection at the puncture site is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels the device history was reviewed, and no non-conformities were identified. Due to the low occurrence rate, this is believed to be an isolated incident and does not indicate a quality lot issue. The root cause of the infection at the puncture site is inconclusive due to the lack of information.